Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies or episodes were found.

Event description:
It was reported that the patient experienced palpitations as the implantable pulse generator (ipg) was pacing at a lower rate due to noise reversion. The ipg remains in use. No further patient complications have been reported as a result of this event.